Event description:
It was reported that during a gastrectomy procedure, the device delivered malformed staples. The procedure was completed with a like device. There was no consequence to the patient.